Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called to report that they are experiencing unexplained high blood glucose levels. Customer's blood glucose levels ranged from 56 to 567 mg/dl. During the troubleshooting process it was discovered that the high pressure test did not pass. Customer checked her blood glucose once again and her levels had gone down to 524 mg/dl. But, the no delivery alarm never went off during the high pressure test. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.